Event description:
Customer reported that the numbers began to scroll without input during a bolus. She also reported receiving a battery out limit alarm. The blood glucose reading was 373 mg/dl. Customer treated with manual injection. She reported that the battery out limit alarm occurred after a battery change and that the batteries had been out of the insulin pump for a greater duration than allowed by the insulin pump. Customer was unable to troubleshoot for this issue due to the keypad being unresponsive. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.